Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 (mg/dl) and trace ketones. System check indicated that the pump was performing as intended. Reportedly, customer attempted to deliver a correction bolus to treat bg levels while disconnected from the pump and required assistance with bolus calculations. During troubleshooting with tandem technical support, customer was able to calculate and administer a correction bolus. Customer also consumed fluids to stabilize bg levels.